Manufacturer narrative:
Philips service replaced the pcu and restored the system to full functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that a mechanical part was non-operational, causing a geometry issue on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.